Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qbzapa /fz318h40, and no non-conformances related to the reported complaint condition were identified. Summary: visual analysis of the returned sample determined that an opened sample of product code fz318h was received for evaluation. Clip off could be observed in the strand. The visual inspection concluded that in the barrel hole remnant suture was noted, the suture end is severely cut (damaged) and no further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the pulling off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: please specify when "the wires pulled off": before use on patient or upon handling? During the opening or detachment found in package? Yes or the needle prematurely releases from the suture strand during dispensing, use or after tissue passes? No response. It was reported that ¿wires pulled off¿. How many pull offs occurred during this single colostomy procedure? Several - they were not counted. Were there any adverse patient consequences due to the event? No. 1st sample event submitted via 2210968-2020-10071.

Event description:
It was reported that the patent underwent a colostomy on (B)(6) 2020 and the suture was used. Second sample received and upon evaluation, a clip off could be observed in the strand. There were no patient consequences reported.